Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid 35 mg/ml at 1 .7 mg/day via an implantable pump. The indication for use was non-malignant pain. The healthcare provider reported that the patient reported increase of pain. The nurse practitioner aspirated 18 ml from the pump reservoir and there should have been less than 5 ml. There were no known environmental, external or patient factors that may have led or contributed to the issue. A dye study was performed on (B)(6) 2017. The issue was not resolved at the time of the report. Surgical intervention did not occur, was planned but was not yet scheduled. The patient status was noted as alive, no injury and no further patient complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type catheter; product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that after the dye study, the physician said he was unable to aspirate the catheter. He said he wasn¿t able to inject contrast. The patient was going to have a catheter revision which was in the process of being scheduled. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID (B)(4) lot# serial# (B)(4) implanted: (B)(6) 2015 explanted:(B)(6) 2017.if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the catheter was replaced. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) on 2017-jun-22. It was reported that the patient went in for her pump refill on (B)(6) 2017. At that appointment it was discovered that the pump was not working. Per the patient the healthcare professional (hcp) told her that it was kinked off. Per the patient the hcp said it was like a spring in there, and whatever happened, it kinked it off to where the medication will not go through the pump. The patient would need to be opened back up to be able to get it going again. The patient was in the process of getting approval for the procedure/surgery for the hcp to go in and fix the pump. The patient was looking for a new hcp and was having difficulty finding one that would take over a "pump that is screwed up". Per the patient none of the other potential hcp's wanted to deal with a pump that needs to be fixed. The patient stated that three months ago, (B)(6) 2017, she knew something wasn¿t working and started having withdrawal symptoms, but the hcp could not see her until (B)(6) 2017. At the patient's appointment on (B)(6) 2017 the patient was prescribed oral hydrocodone that wasn¿t helping her and the hcp switched the patient to the fentanyl patch on (B)(6) 2017. For about three years the patient took oral hydrocodone and it did not help her. On (B)(6)2017 the patient was about to throw up and was feeling withdrawal symptoms.